Event description:
It was reported that the customer noticed insulin had leaked into the insulin pump from the reservoir. The reservoir was changed everything worked normally.

Manufacturer narrative:
Reliability analysis inspected three sealed reservoirs and performed a manual prime and high pressure test and using the customer's insulin pump serial # and the customer's quick-set model ran priming in insulin pump at fifty five units. All three reservoirs passed per specifications. No leaks at the o-rings defects were found during analysis. All three reservoirs found connected and locked in place properly.